Event description:
It was reported that a catheter issue occurred. The target lesion was located in the moderately to severely stenosed left anterior descending artery. The opticross ic imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the tip of the catheter could not show the mark point under radiology so it could not be confirmed when the catheter reached the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. It was further reported that the device was removed by pulling and nothing detached inside the patient.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the moderately to severely stenosed left anterior descending artery. The opticross ic imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the tip of the catheter could not show the mark point under radiology so it could not be confirmed when the catheter reached the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the sheath was detached from the telescope section. Visual inspection revealed the sheath was kinked. Microscopic inspection revealed the guidewire exit port was damaged but the tip was in good condition. X-ray analysis did not show any issues with the tip markerband. Media provided by the customer does not show evidence of a markerband issue but does show a kink in the sheath. Based on the evidence, the as reported code of marker band not visible under fluoroscopy cannot be confirmed.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the moderately to severely stenosed left anterior descending artery. The opticross ic imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the tip of the catheter could not show the mark point under radiology so it could not be confirmed when the catheter reached the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. It was further reported that the device was removed by pulling and nothing detached inside the patient.